Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during a laparoscopic right hemi colectomy procedure, instrument errors occured during the same case. Hand pieces were switched but error code 5 was still happening. This happened on three devices and the fourth was used for approx 30 mins before the tip snapped off. This was replaced with an ace device which worked for the rest of the case. There were no adverse consequences for the patient.